Event description:
Customer reported that on an unspecified date he received unspecified higher readings from his adc freestyle libre sensor than unspecified readings received via capillary test. Customer further reported that on an unspecified date the customer¿s wife administered a glucagon injection. Customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial number has not been provided. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. The manufacturer of (freestyle libre sensor) conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date he received unspecified higher readings from his adc freestyle libre sensor than unspecified readings received via capillary test. Customer further reported that on an unspecified date the customer¿s wife administered a glucagon injection. Customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.